Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (400 mcg/ml at 100 mcg/day) and bupivacaine (20 mg/ml at 5 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had the pump and catheter explanted due to a pocket infection in (B)(6) 2018. No further complications have been reported as a result of this event.